Event description:
It was reported that the patients implantable pulse generator (ipg) had reached end of battery life (eol). The patient an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected, however her prime battery only lasted approximately 4 months. Nothing will be returned due to facility policy.